Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a lead revision procedure due to high impedances discovered on the right-sided lead. It was unable to be confirmed which lead serial number exhibited the high impedance readings; both leads were explanted and replaced. There were no reported patient complications postoperatively. The explanted leads will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7077876).